Manufacturer narrative:
Event date is on an unreported date in about (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with gentamycin (dose, route and frequency were not reported) for peritonitis. After half a month of anti-inflammatory treatment at home, gentamycin was discontinued. At the time of this report, the patient has recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide additional information.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.